Event description:
It was reported that 9 electrode channels had high impedance. The pt shows response to stimulation at only 1 electrode channel. No ground path impedance was measurable. The performance in terms of listening and expressing is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.